Event description:
According to the information received, an amplatzer duct occluder (ado) was being implanted and embolized because during the attempt to get the ado back in the sheath, it was inadvertently unscrewed and embolized to the lungs. Additional information has been requested, including imaging of the implant procedure, device/product numbers and patient information, but has not yet been received. Should additional information become available, a supplemental report will be filed. All dates have been estimated, including implant and event dates.

Event description:
The ado could not be retrieved and the patient was discharged.

Manufacturer narrative:
Aga medical could not evaluate the ado involved in this incident since the device was unable to be removed from the patient and remains implanted. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's embolization remains unknown.